Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for parkinson dual. It was reported that patient had just gone to a healthcare provider's appointment for an adjustment to the patient's settings. The adjustment wasn't exactly right because after the adjustments were made, the patient was having a lot of dyskinetic movements in her right arm. The caller stated that this was the patient's third adjustment and there have never been any kind of problems with the other adjustments. The caller reported that everything was fine when the patient left the hcp's appointment and the hcp had told the patient not to take her medications but accidentally out of habit the patient took her medications. The patient had always had her adjustments done when she was off her medications, that had always been the best way. It was indicated that 20 minutes or so after the patient took her meds she started having the dyskinetic movements in the right arm. The patient hadn't left the area of the hcp's appointment and she called the hcp that met with them at the appointment 40 minutes earlier and informed the hcp about what was going on . The patient was informed by hcp that the dyskinetics were happening because of the medication and to take half the dose of medications next time and to let the medication wear off. When the patient got home she turned off the implantable neurostimulator (ins) and the dyskinetic movements immediately went away and the patient was a lot more comfortable. Then in the morning the patient turned the ins back on and the dyskinetics came back even when the medications had a chance to wear off so the caller suspected that something must be wrong with the adjustments that were made to the ins. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.